Event description:
The customer reported imprecision hyb-prostate-specific antigen (psa) results, above the normal reference range, for two patients, involving the access hybritech psa assay used in conjunction with the access 2 immunoassay system. The customer stated the results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on the same instrument, generated lower psa results, above the normal reference range. The customer performed a 9-replicate precision test utilizing a patient sample which failed due to one high flier in the middle of the test protocol. The customer completed a visual inspection of the instrument which revealed no abnormalities. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access hybritech psa device was returned for evaluation. The field service engineer (fse) replaced an ultrasonic transducer with the new style transducer as well as a new ultrasonic printed circuit board (pcb) board. The fse performed verification testing (i.e. High sensitivity system check and precision testing); all testing passed within the published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.